Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4) and (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On the same day, the patient was treated with ancef, and fortaz, (routes, dosages, and frequencies not reported). Three days later, the patient received rifampin for the treatment of the peritonitis (route, dosage, and frequency not reported). On an unknown date, the patient received vancomycin for the treatment of the peritonitis (route, dosage, and frequency not reported). On an unknown date, the patient recovered from peritonitis and pd therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.